Manufacturer narrative:
The pump powered up properly after battery installation. No display anomalies were noted. The pump was received with a broken belt clip rail. The pump was received with minor scratches on the lcd window, case and keypad overlay. No cracks were noted at the casing per visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump was dropped and the screen was no longer readable. There were no unexpected alarms. No further details were provided. The insulin pump will be returned for analysis.